Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did find a non-conformance, however, this serial number was unaffected. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump still had 20 ml left to infuse and that it did not alarm. They stated that they checked later and it "still had the same amount left". They did not specify what alarm was expected. Mmd did follow up with the initial reporter. They stated that the patient did not experience any adverse effects due to the complaint. They provided no additional information. (B)(4).